Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. It was noted that following their treatment, the patient noticed fluid on the inside of the cassette door of the cycler. The following day, the patient attempted to use their cycler for therapy but was unable to get further than fill one. The patient¿s alarm history could not be reviewed as the patient had been without power for a couple of nights. Upon notifying a technical support representative, the patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to continue with their treatments using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the fluid leak. The cycler used at the time of the incident was discarded. The patient has since received a new cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
In the initial submission, it was incidentally stated that the "cycler used at the time of the incident was discarded." The correct statement should read, "the cassette used at the time of the incident was discarded." Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.